Manufacturer narrative:
Root cause is a software bug, which was not reproduced at medtech headquarter. It is an isolated event which has no impact on the system.

Event description:
During surgery planning phase, user noticed that when he displayed the planned trajectory and moved along the trajectory the information concerning the distance to target was incorrect.